Event description:
Caller states that 2 devices were involved, serial numbers not provided, and that she is unsure which device produced which result. She states that the pt tested 4.6 inr on one device, 7.2 inr on an additional professional device, and the lab read 1.4 inr. All results were obtained within 4 hours. No action taken based on device results. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot involved: 359a, 3116247, 01/31/08.